Event description:
A (B)(6) old female pt's daughter called zoll customer support to report that her belt had gelled. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) was confirmed. Upon investigation the belt gelled due to an artifact event. The artifact event was caused by a defective transistor q1 in ECG "d", causing the electrode to read a false detection. The root cause of the defective transistor could not be positively identified. No adverse events resulted from the defective q1 transistor in edg "d". The pt received a replacement electrode belt.